Manufacturer narrative:
Update to h6 (component code, type of investigation, and investigation conclusions) and h10. The 26mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows the crimped thv protruded through the sheath liner and one (1) strut appeared exposed through the skirt and was normal after crimped and used. Functional or dimensional testing was not performed. During the manufacturing process, the valve is visually inspected, and tests are performed throughout the process. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage) is captured in product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. The complaint for frame damage was unable to be confirmed due to unclear imagery and unavailable of returned product. A review of DHR, lot history, and manufacturing mitigation did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 26mm sapien ultra valve and the commander delivery system through a 14fr esheath. Force was applied to the valve in an attempt to advance the devices through the sheath, resulting in valve frame strut exiting through the side of the esheath.' Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it was possible that resistance was encountered during delivery system (with crimped valve) advancement. Subsequently, the high force was applied to overcome the resistance, and it resulted in the crimped thv protruding through liner. In this case, available information suggests that procedural factors (excessive device manipulation/high push force) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. No labeling or IFU/training inadequacies were identified; however, a product risk assessment (pra) has been previously initiated to capture the product risk assessment. In addition, these procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, difficulties were encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath. Force was applied to the valve in an attempt to advance the devices through the sheath, resulting in a valve frame strut exiting through the side of the esheath. The valve, delivery system and sheath were removed as a unit from the patient. A new sapien 3 ultra valve, delivery system and sheath were prepared and used for the procedure. The valve was successfully deployed where intended. No injury to the patient was reported. The initial devices were discarded and are not available for evaluation.